Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to a foot infection, and while in the hospital, she experienced blood glucose levels greater than 600 mg/dl. The customer stated that she was severely dehydrated and disoriented. The customer stated that he insulin pump was removed during her hospital stay, and may not have received long acting insulin, causing her blood glucose to elevate. Assisted the customer with the insulin pump programming. All was correct. The customer declined further troubleshooting as she was told by the doctor that the insulin pump was not to blame for the event, and she felt it was functioning properly. Nothing further was reported.